Event description:
On (B)(6) 2012, the reporter contacted animas to report that on (B)(6) 2012 the patient obtained the blood glucose reading of 600 mg/dl. The patient took herself to the emergency room, and she was admitted to the hospital with diagnoses of dka and a uti. After the patient was discharged and resumed ipt, on (B)(6) 2012 she obtained the blood glucose reading of 533 mg/dl and experienced the symptom of moderate nausea. The patient claimed her blood glucose levels were not responding to bolus insulin doses. Troubleshooting revealed the pump settings and programming, basal rate and date were set correctly. It was also determined the time was incorrect, which may have contributed to incorrect basal rates delivered at the incorrect time. There was no reported issue with the infusion set or infusion site. Troubleshooting found no issues with the pump other than the incorrect time setting. The patient's technique was incorrect by not programming the pump with the correct time. However, as the patient allegedly suffered blood glucose levels and symptoms suggesting severe hyperglycemia while using the pump, and was hospitalized in dka, this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the black box shows the pump was suspended on (B)(6) 2012 at 22:39 and deliveries were not resumed until (B)(6) 2011 at 12:11. The black box also shows a replace battery alarm was emitted on (B)(6) 2012 at 10:43 and deliveries were note resumed until 11:25 that same day. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. There was no defect found on investigation.